Event description:
The customer reported a 250 ml bag of lidocaine "emptied faster than expected." The concentration was 1000mg/250ml and the rate of infusion was 15.375ml/hr. The bag should have run for ~16 hours and it was empty in 1 hours and 5 minutes. The manager observed the infusion using a stopwatch and counting drops. The delivery range appeared to be 60ml/hr instead of the 15.375ml that was programmed. The manager also stated the "drops were very erratic, i.e. Multiple rapid drops and then long pauses followed multiple rapid drops." The biomed examined and tested the device and did not find any abnormalities. There was no report of patient harm or medical intervention. Although requested, no additional patient/event details were provided.

Manufacturer narrative:
(B)(4). The devices have been received and the evaluation is pending. A follow up report will be submitted once the evaluation has been completed.